Event description:
No harm to patient. Approximately 12:40 pm leucovorin infusion paused r/t possible medication/tubing leak. Tubing noted to have slight leak at point of valve connection place in tubing (line connection port) -- questionable slight crack in plastic tubing, and fluid appeared as "sweat". Rn, also looked at this IV tubing. Med infusion tubing was then changed (new line primed w/the medication that was left in bag) and restarted. Pt states a small amount (few drips) spilled on left inner f/a. Pt taken to br to wash area. He did not notice any skin irritation, itching, redness or issue w/the skin in this area, and pt believed skin area to be fine. Nsg cleaned a small amount of fluid from this tubing on floor w/sani cloth wipes. This was fault in IV tubing -- could not have been prevented by this rn. Nursing found while doing routine check of patient and his infusing medication.